Event description:
Customer reported via phone call indicating air bubbles in reservoir. Customer's blood glucose was 191 mg/dl. During troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles were no longer visible. Customer reported that insulin pump was rewound with reservoir in place. Customer also reported that insulin looked foamy in tubing. Customer was advised that insulin may be denatured. Customer was advised to do a full reservoir, insulin and set change. Troubleshooting did not continue as call was dropped.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.